Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned and analysis was performed with no anomalies found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead has high impedance with a possible fracture. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.